Event description:
On january 30th, 1996 a mayfield skull clamp (with roker pin seat) was in use during an or incident, in which the pt slipped twice (2x) sustaining 5" lacerations to the head. The first slip occurred while the dr. Was holding the clamp, pt in clamp, and pt was being removed. No obvious mechnaical defects were detected by or staff or biomedical engineering that would positively implicate the clamp.